Manufacturer narrative:
Evaluation summary: we checked the returned unit and "confirmed" that the root brace rubber flexible tube cut, the ccd module defect, and the body cover grip broken. Based on the result, we concluded that it was caused due to the ccd module failure. However, other failure is not related to the alleged complaint. Correction information: g6: follow up #1. H3: evaluation device. H6: coding changed based on the investigation result: "component" code. Additional information: h2: type of follow up. H6: coding added based on the investigation result: type of investigation, investigation findings, and investigation conclusions. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec-3890li is available in the USA with a 510k number k131855. The device was returned, but it's still under investigation, so the results of the investigation will be provided in a supplemental report.

Event description:
Image disturbance during angulation. Last ccd replacement 2020-11-03. This event occurred at the time of before use. There was no report of patient harm.